Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an unspecified infection. Vegetation was noted on the right atrial lead. There is no allegation from a healthcare professional that the infection was related to the right atrial lead. The lead was explanted. The patient was in stable condition.